Event description:
Information received by medtronic indicated that the customer reported a crack in the case. The customer reported no adverse events. The event involved product(s) mmt-1782k . Troubleshooting was performed, and the customer confirmed the location of damage was the reservoir compartment. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump, and mmt-1782k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with blank display due to cracked case at battery tube side. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the sleep current test, active current test and self-test due to blank display. Unable to download history files using thus due to blank display. Unable to generate the power management graph and perform the history review 1 week from the event date 02-nov-2024 due to blank display. The pump was received with a cracked case at battery tube side. The following were noted during visual inspection: minor scratched display window, scratched case, missing display window cover, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, and cracked battery tube threads. Pump was cut open to perform visual inspection and found moisture damage to the pcba1, pcba2, force sensor, and motor home switch. The test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage- cracked case battery tube confirmed at the back of the pump. Display anomaly-blank display confirmed due to shifted battery tube. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.